Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The physician considered that this behavior was related due to the patient anatomy. No adverse patient effects were reported. This rv lead remains in service.